Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgical procedure and did not place the ipg into surgery mode. Troubleshooting was attempted, but the ipg would not communicate with external devices, and is considered to be inoperable and in service app mode. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The report of ¿communication problem¿ with ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of an unrelated (rhizotomy) surgery. The event details stated patient had not been able to communicate with their ipg since an unrelated surgery and the device was not put in surgery mode prior to the surgery. There is guidance in the proclaim clinicians manual regarding handling of the device when using electrosurgery. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient's ipg was explanted and replaced on feb 24, 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.